Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the device failed to discharge. Please reference medwatch report 1220908-2022-04758 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "no ECG signal" was duplicated and attributed to a lifted solder pad on the analog board. The analog board was replaced to resolve the report. The report of "unable to discharge" was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling and environmental chamber testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The pads and multifunction cable were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.